Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: lumbar spinal canal stenosis procedure used: oblique lumbar interbody fusion it was reported that intra-op, after the cage was inserted, the l2 superior endplate collapsed. The physician confirmed collapse by the intra-operative perspective image on the spot. No additional surgery was performed. The cage came in contact with the patient and did not break.